Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The belt was returned and evaluated at the distributor, in accordance with recommendations form zoll manufacturing corporation. The reported problem (check therapy pad messages) was confirmed. Upon investigation the electrode belt intermittently failed incoming functionality testing. The cause for the failure was isolated to an intermittent open pulse wire in the cable connecting the distribution node to ECG b. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that an electrode belt caused check therapy pad messages.